Event description:
The patient stated she was attempting to bolus after dinner and she received an e4 (occlusion) error. The patient was instructed to disconnect from her infusion site, and she was able to prime through her infusion tubing without error. She then reconnected to her infusion site and attempted to bolus and received another e4. The patient was advised to change her infusion site and she found that the cannula was bent. The patient inserted a new infusion site and she was able to bolus without error. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.